Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bleeding" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bleeding.

Event description:
Healthcare professional reported "postoperative bleeding: grade: moderate bleeding". Patient required "<2 units of prbc transfusion". This record is for the left side. Device status unknown.